Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with a guide wire inside the shaft of the coyote. The balloon was loosely folded. Microscopic and tactile inspection found no irregularities or damage. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set and is within specification. There was 33cm of the wire sticking out of the hub of the device, with 5cm of the wire outside from the tip of the device. The wire was measured in each end with a snap gage. There were numerous kinks in the wire. The returned wire was easily removed from the coyote device. Functional testing was performed by loading the wire into the tip of the device. The wire advanced easily through the shaft of the coyote. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.5mmx60mmx150cm coyote balloon catheter was selected for use. During preparation, after flushing the balloon catheter and making the victory 14 guidewire wet, the wire was inserted inside the guidewire lumen of the coyote. However, after inserting 50cm of the wire, there was too much friction and the wire could not go further. It was noted that the wire then became stuck with the catheter. The devices were removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.5mmx60mmx150cm coyote balloon catheter was selected for use. During preparation, after flushing the balloon catheter and making the victory¿ 14 guidewire wet, the wire was inserted inside the guidewire lumen of the coyote. However, after inserting 50cm of the wire, there was too much friction and the wire could not go further. It was noted that the wire then became stuck with the catheter. The devices were removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.